Event description:
It was reported that an occlusion alarm occurred. The event occurred during patient use at patient¿s home. There was no patient harm or adverse event reported.

Manufacturer narrative:
H3: one device was received for analysis. Service history review identified no service history in the last 12 months. The review of the event history log (ehl) identified a ¿high pressure alarm.¿ the reported issue was confirmed as there was an anomaly in the component (the downstream occlusion sensor). The device was returned to the customer with no repair provided at their request.